Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed a telemetry logical channel open authentication failure from telemetry interruption, which resulted in the reported issue on backup operation. Electrical testing revealed normal device characteristics with battery voltage near bol.

Event description:
Due to a cybersecurity firmware upgrade, the device entered back-up vvi. The device was not restored and a new device was implanted successfully. No patient was involved in this event.